Event description:
It was reported that an explant at implant of an edwards (B)(4) mitral valve occurred due to the improper deployment of the tricentrix holder.upon request for additional information and device/holder return, it was learned that the device was discarded and no additional patient/surgery records will be released.

Manufacturer narrative:
Additional manufacturer narrative: the valve and the tricentrix holder have been discarded by the hospital and will not be returned. Moreover, the device serial number has not been provided. No additional info will be released. The product information for use (IFU) states detailed instructions on how to properly use the tricentrix system. IFU also indicates: "the tricentrix holder system is designed to minimize the potential for suture or chordae entrapment, ease insertion and increase leaflet visibility. The holder consists of three main components: a grey holder, a white holder post, and a blue adapter...always deploy the tricentrix holder system fully to minimize the risk of suture entrapment. It will snap into a secured and locked position....if an adequate push force is not applied to the handle when deploying the tricentrix holder system, the tenting system will not be secured and will not be able to minimize the potential for suture entrapment. Always check for proper deployment...etc" without device return and examination, no further investigation can be performed by edwards into the root cause of this event. Per the initial report, it is likely that the cause of this explant was due to user improper deployment of the valve using the tricentrix system.